Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test due to motor error alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.